Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient spent too many hours recharging the device.  The cause was unknown. Patient had impedances and  had a recharge replacement, and replacement parts in the past. Pt and physician have decided that the patient will replace her ins with newer device to have less time spent recharging. Surgery was planned but not scheduled.